Manufacturer narrative:
Due to a delay in surgery, it was determined the incident is reportable. During a file review, it was found that this incident had not been reported to the FDA.

Event description:
The customer stated the device stopped working during surgery. There was a delay in surgery; however, there were no injuries in this incident.